Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. On unreported date(s), the patient was treated with reflin (dosage, route, frequency, and duration not reported) and amikacin (dosage, route, frequency, and duration not reported) for the peritonitis. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.